Event description:
Case status: serious - listed - related - incident. This spontaneous case was reported by a physician in (B)(6) on (B)(6) 2013 with request for reimbursement and describes the occurrence of device expulsion ('left essure device was in the uterine cavity') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no past drug, no concomitant drugs and no concurrent conditions. In 2001, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required) and heavy menstrual bleeding ("heavy menstrual bleeding"). The patient was hospitalized on (B)(6) 2013. The patient was treated with essure removed under hysteroscopic in (B)(6) 2013. Essure was removed in (B)(6) 2013. In (B)(6) 2013, the device expulsion had resolved. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for device expulsion and heavy menstrual bleeding with essure. The reporter commented: physician reported nineteen years before time of reporting they participated in a trial of the stop2000 device (fallopian tube occlusion insert) that was actually marketed as essure for conceptus. Recently (nos) physician was contacted by one of the participants who had the stop devices inserted in their research centre in 2001 for tubal occlusion. The client was requesting payment of her medical expenses. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion; in 2013: both tubes were still occluded. Ultrasound pelvis - in 2013: left essure device in the uterine cavity unclear whether the device was partially or completely extruded. Follow up received on 20-jan-2014 with the final ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer global reference number for the ptc report was (B)(4). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in dev@com. Medical assessment: the event reported are known possible undesirable events and not indicative of a quality defect per se. Contraceptive failure may occur under the use of any contraceptive. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 9-aug-2021: no new clinical information received, update to imdrf/FDA codes only on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information, on 9-aug-2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.